Event description:
The customer reported the system had a collimator potentiometer error on boot up. The fe reported the system had to be rebooted a couple of times for system to boot error free and be functional. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse connectors were repaired and the collimator connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.